Manufacturer narrative:
(B)(4). The customer returned one representative sample for evaluation. The kit was sealed upon receipt. A visual exam was performed and the jet appears to be typical with no defects or anomalies. There are scratches around the orifice of the jar and there is molding left on the interior surface of the jar. The remaining components were visually inspected and there were no defects or anomalies. Dimensional inspections were performed on the stem of the jar, tubing , and reduced house end. The inner diameter (ID) and outer diameter (od) of the tubing, reduced hose, and the stem of the jar were measured and all were found to be within specification. The returned sample was then connected to a flowmeter and the airflow was increased to 8 lpm. A mist was produced from the chamber of the nebulizer. There were no functional issues with connecting each reduced hose end to the nebulizer unit and the airflow meter. The reduced hose end did not slide off of the airflow meter connector during the functional inspection. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned representative sample. The device performed as intended.

Event description:
Customer complaint alleges the device is not nebulizing. Alleged malfunction reported as detected during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device or a picture of the defect was not provided at the time of this report. A device history record investigation shows that the product was assembled and inspected according to our specifications. In order to perform a proper investigation and determine the source of the alleged defect reported , it is necessary to evaluate the device sample involved on this complaint. However material from the production line was verified and no issues were found that can lead this customer complaint. Customer complaint cannot be confirmed based only on the information provided. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges the device is not nebulizing. Alleged malfunction reported as detected during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".